Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-29, additional information was received from a foreign manufacturer representative (rep). It reported the pump implant date. The pump was discarded by the customer. It was also reported that the reported bed sore's and cellulitis were determined to have no causal relationship with the device/therapy as determined by the hcp.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for spinal cord injury (diagnosis of level of spinal cord injury: cervical vertebra). There were no reported concomitant drugs. It was reported that there was an infection that began in early (B)(6) 2017. It was reported that on (B)(6) 2017 a distributor asked the rep of (B)(6) to be present at the pump replacement operation. According to the distributor, the physician said that the pump replacement was planned and at that time further details were unknown. It was reported that on (B)(6) 2017 all the pump system that was previously implanted was removed and replaced and the rep of (B)(6) was present there. It was noted that the pump and catheter was removed due to infection and a new pump system was implanted avoiding the previous implant site. It was noted that the pump was placed in the chest and the back pocket (catheter insertion site) was made around th10. It was also noted that rep judged it was an infection from what the physician said and did. The rep was trying to make an appointment with the physician to confirm the details. The classification of severity was reported as 3 (serious). There was no reported outcome at the time of the report for this event. It was noted that at the time the event was initially reported that the causal relationship could not be obtained. Additional information was received and it was reported that on (B)(6) 2015 a pump replacement was conducted at a university hospital. It was also reported that the patient experienced an infection on (B)(6) 2017. The event was reported as recovered as of (B)(6) 2017. The classification of the severity of the event was reported as 6 (serious). The causality was reported and not related to the investigational drug, pump, catheter, programmer, or surgical procedure. A pump operability test was performed on (B)(6) 2017 and it was noted that the drug volume at the previous refill was 18.0 ml, that the actual residual drug volume was 7.8 ml, and that the residual drug volume on the programmer was 7.6 ml. It was reported that a catheter x-ray study was not performed and therewere no abnormal findings reported. It was reported that on (B)(6) 2014, the itb therapy was started at a university hospital. On (B)(6) 2016, it was noted that there was an aggravated bed sore at the sacral region and an aggravated infection of the artificial hip joint was observed. It was reported that on (B)(6) 2017, the patient developed cellulitis on the right thigh and the patient's infection had spread. On (B)(6) 2017 it was found that the pump was exposed. No further complications were reported and/or anticipated.